Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed with a known good transmitter and passed. There is no shared data available for review. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.